Event description:
During a pacemaker replacement after connecting the ventricular lead to the subject device there was no pacing for twelve seconds, the physician held the pacemaker in his hands without moving. The patient's own rhythm was sufficient. The device was kept implanted.

Manufacturer narrative:
An updated report with corrections requested by subsidiary was sent. The conclusion remains unchanged. (B)(4).

Event description:
During a pacemaker replacement after connecting the ventricular lead to the subject device there was no pacing for twelve seconds, the physician held the pacemaker in his hands without moving. The patient's own rhythm was sufficient. The device was kept implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement after connecting the ventricular lead to the subject device there was no pacing for twelve seconds, the physician held the pacemaker in his hands without moving. The patient's own rhythm was sufficient. The device was kept implanted.

Manufacturer narrative:
Preliminary analysis of the provided data suspected: 1) long v pause at the connection of v lead is due to the uni+bip configuration (short-circuit between can & ring) and the noise detected in uni configuration 2) v pause of 4s after programming of autoconfiguation due to noise related to mv injection at mv activation.

Event description:
During a pacemaker replacement after connecting the ventricular lead to the subject device there was no pacing for twelve seconds, the physician held the pacemaker in his hands without moving. The patient's own rhythm was sufficient. The device was kept implanted.